Event description:
It was reported that the patient was having an increased charging frequency. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.